Event description:
This will be filed to report recurrent mitral regurgitation (mr). It was reported that a mitraclip procedure was performed to treat degenerative mr grade 4 with a prolapsed posterior leaflet. A secondary mitraclip procedure was performed on (B)(6) 2022 to treat recurrent degenerative mitral regurgitation grade 2-3 due to disease progression. A second clip was implanted successfully reducing the mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mitral regurgitation could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.